Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the drive support cap was protruded and she experienced high blood glucose for four to five years. The customer mentioned that she has dropped the device couple of times, but she is not certain as to if this contributed to the drive support coming out. Advised the caller to revert to back up plan. No further information was provided.